Event description:
It was reported to philips that the system's c-arm did not stop when performing a right anterior oblique movement. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary diagnostic procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system's c-arm did not stop when performing a right anterior oblique movement. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that when the apc function was used to move the arm, it would continue to move without stopping at the set angle, when moving to rao30 cra30, the arm would not stop. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found no issue and reported that it was possible that the arm angle information was misrecognized. To resolve the issue, the fse readjusted the arm position. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry movement error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.